Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified leak was noted with the use of a homechoice cassette. It was further reported that solution was found on the temperature sensor when the product was removed after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.